Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had error message of no oxygen (o2) available. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Event description:
Customer contacted technical support (ts) stating that unit had error message of no oxygen (o2) available. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
MFR received date: 17 sep 2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported the no o2 available problem. The customer was unsure if the unit was connected to a wall oxygen source. In reality, the unit was equipped with tanks. The fse discussed the grab and go tank. The fse remotely helped the customer to test the response of oxygen inlet pressure sensor, 0 to 50 psi. The customer did not have the tested equipment nor familiar with the device. The fse remotely recommend returning to clinical and enlist help of rt to configure test set up and monitor oxygen inlet pressure from tank. The fse remotely confirmed with the customer that the ventilator was working as it should. The customer reports the problem was the low inlet pressure from the oxygen tanks, and ventilator was working as it should. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.